Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during start-up display does not come on and unit alarms continuously. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During start up the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective control board. After replacing the control board, the device was found to be functional and was released for use. If the ventilator will trigger the same tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore, the event is deemed as a reportable event. Additional information added in follow-up #2 cer 158725. Field b4, h2, h6 and h11 updated.

Event description:
The following was reported to hamilton medical ag: during start-up display does not come on and unit alarms continuously. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during start-up display does not come on and unit alarms continuously. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During start up the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective control board. After replacing the control board, the device was found to be functional and was released for use. If the ventilator will trigger the same tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore the event is deemed as a reportable event.